Event description:
It was reported that this brady lead was a case of an attempted implant due unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was through inspected and evaluated. It was revealed that the allegation was confirmed. Visual inspection showed dried body fluid and tissue were noted in the helix housing. Indicative of helix extension/retraction difficulty.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant due unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.